Event description:
It was reported that the device exhibited false elective replacement indicator (eri) due to a probable power on reset (por). Initially the device said "collection terminated by rrt/eri", however after reprogramming to pacing mode, the device indicated "battery good". In addition, the battery voltage was noted as "not available". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652, lead, implanted: (B)(6) 2008. (B)(4).